Event description:
It was reported that the measured battery data was 2.75 v, 109 ua, and <1 kohms. The base rate was 60 ppm. The device remained implanted and the patient will be seen again in two months.

Event description:
Additional information notes that the pulse generator was explanted due to elective replacement indicator (eri).

Manufacturer narrative:
Analysis confirmed normal battery depletion.